Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints were found for this lot number. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the tip of the embedding tool fell off inside the patient during a peritoneal dialysis laparoscopic case. The physician removed the tip from the patient using a snare. No further injury to the patient was reported.